Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, the device's pressure delivery was low. The device's air inlet path assembly was found to be contaminated and was replaced to address the issue.